Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps') in a 51-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criterion medically significant), depression ("depressed"), arthralgia ("joint pain"), myalgia ("muscle pain"), back pain ("lower back pain"), dizziness ("dizziness"), dyspnoea ("shortness of breath") and migraine ("migraines"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel"), genital haemorrhage ("heavy bleeding"), nausea ("nausea") and neck pain ("neck pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, arthralgia, myalgia, back pain, dizziness, dyspnoea, migraine, allergy to metals, genital haemorrhage, nausea and neck pain outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, back pain, depression, dizziness, dyspnoea, genital haemorrhage, migraine, myalgia, nausea and neck pain with essure. The reporter commented: the patient mentioned inability to perform daily tasks, increasingly reduced and disabling mobility, making normal life impossible. She could not work anymore. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criterion medically significant), depression ("depressed"), arthralgia ("joint pain "), myalgia ("muscle pain "), back pain ("lower back pain"), dizziness ("dizziness"), dyspnoea ("shortness of breath") and migraine ("migraines"). On an unknown date, the patient experienced allergy to metals ("allergic to nickel "), genital haemorrhage ("heavy bleeding "), nausea ("nausea") and neck pain ("neck pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, arthralgia, myalgia, back pain, dizziness, dyspnoea, migraine, allergy to metals, genital haemorrhage, nausea and neck pain outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, back pain, depression, dizziness, dyspnoea, genital haemorrhage, migraine, myalgia, nausea and neck pain with essure. The reporter commented: the patient mentioned inability to perform daily tasks, increasingly reduced and disabling mobility, making normal life impossible. She could not work anymore. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.